Event description:
Caller reported that the pump screen went blank unexpectedly. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Technical support informed the caller that the shutdown was due to a low battery, provided educational information regarding the operation of the pump, and shared battery best practice tips. The customer understood and acknowledged the guidance provided.